Event description:
Pt who was implanted with perigee with intepro reported extrusion of graft though vaginal mucosa less than 3 months post op. Discharge is greenish in nature, some blood tinged. Will proceed with laparoscopic and vaginal approach in attempt to drain abscess and possible resection of mesh. The above info suggests possible infection.